Manufacturer narrative:
Product evaluation: the product was returned with solution, broken haptic damage, and torn/split optic damage. The torn/split damage is similar to damage created when removing a lens from the eye. The root cause could not be determined for the reported intolerable dysphotopsia and fluctuating vision. The returned lens was damaged in the optic and the haptics. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure a patient experienced intolerable dysphotopsia and vision fluctuating during the day. The lens was removed and replaced in a second procedure. Additional information was requested.